Event description:
(B)(4). Same case as: 2134265-2012-08373. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2010, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 75% stenosed, 3.5mm in diameter and 10mm long. The lesion was treated with direct stent placement using a 3.5x20mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal rca. The lesion was 60% stenosed, 3.5mm in diameter and 5mm long. The lesion was treated with direct stent placement using a 3.5x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented for chest pain and was hospitalized on the same day. During the course of the event, the patient was treated medically. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).